Manufacturer narrative:
This failure was traced to the flash ic u1 (lot code: p33bf70). The data bus was locked up with a constant output of 3.3 volts. Replacing the flash ic u1 (lot code: p33bf70) on this cpu pcba corrected the problem. No other failures were identified with this unit. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This failure was traced to the flash ic u1 (lot code: p33bf70). The data bus was locked up with a constant output of 3.3 volts. Replacing the flash ic u1 (lot code: p33bf70) on this cpu pcba corrected the problem. .

Event description:
The customer reported the device has a blank screen, the device is not powering up. No patient involvement reported.